Event description:
The customer reported that before use on the pt, the device activated even though the activation button was not pressed. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.